Event description:
Reportable based on device analysis completed on 17dec2025. It was reported that the coil could not be coiled up, stretched, and was not easy to pull. A 10mm x 40cm interlock .035 was selected for embolization of arteriovenous fistula of upper limb. However, during deployment, it was noted that the coil could not be coiled up because of the embolization position. When the coil was recaptured into the sheath, it was found that it was not easy to pull, and then the coil was stretched. The angiography catheter was withdrawn and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed that the arm coil was detached.

Manufacturer narrative:
E1: initial reporter address 1 and phone: (B)(6). G1: MFR site zip/post code: t12 yk88. Device evaluated by MFR: the main coil and the rhv were returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the primary coil section, the arm coil was detached, and the main coil was deformed, since it lost the form. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.